Event description:
Medtronic received information that during use of a custom tubing pack, the customer reported that a leak was noted from the y-connector on the arterial side of the cpb circuit. The clinician used bone wax around the connection. The device was used to complete the procedure. There was no patient impact associated with this event. Additional information: this connection is pre-connected, bonded and tie banded. This is the second leaking y connector same lot number as the last. Less than 5cc of blood was lost. No blood transfusion required. Bone wax application did help but did not completely stop the leak. No visible air in system/tubing.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of bone wax and an additional tie band on the returned "y" fitting, (see photos). Device was cleaned using a 10% bleach solution. The bone wax and the additional tie band was removed. Performance analysis: pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from a couple of the connections, (see video). Conclusion: reason for return was confirmed. Unit will be held in brooklyn park. Conclusion: complaint is confirmed for leaks. Manufacturing process were reviewed and was not found abnormalities that could lead the defect. Samples were assembled and tested for leakage, and all of them passed successfully. After evaluation the cause of this complaint could not be determined. However, it was identified this defect could possibly be attributed to the interaction between tubing and connector. Currently there is a pr investigation on-going through pr 550448 to identify and address the root cause on leaks for balance tubing ¿ balance connector assemblies. Though, was not possible to confirm the potential root cause, medtronic has notified the production personnel to be aware of this situation. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received from july 2021 through october 2021 for the same failure mode were reviewed and showed no trends warranting escalation related to this occurrence since (B)(4) has already been opened to address leaking complaints. Assessment against the medtronic risk management file pfmeca document (B)(4). Indicates that the current risk zone does not exceed the risk zone predicted in the product pfmeca; therefore, no CAPA will be initiated at this time. There were no adverse patient effects as a result of this incidence. Review of the complaint file indicates sufficient information was provided for completion of this investigation. Medtronic will continue to monitor for future occurrences and trends per trend analysis procedure (sop297). This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.